Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the soft components on the infusion device are damaged and the button function is intermittent. No adverse event was reported. The alleged product was replaced and requested for evaluation.